Manufacturer narrative:
Concomitant medical products: product ID: d334trg, ICD, implanted: (B)(6) 2014. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the device had premature battery depletion, lasting less than four years. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.